Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a rotated heart. An xtw clip was inserted and deployed on the mitral valve. It was noted imaging was difficult. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Image resolution poor was associated with patient and procedural circumstances as difficulty obtaining images were reported due to rotation of the heart. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.